Event description:
The distributor contacted heartsine to report a device error condition occurred and as reported there was no confirmation of a failure to the critical functionality of the device. However, upon investigation a failure of the pogo pin was observed. This may prevent the device from connecting with the pad-pak which may delay or prevent defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt low battery fails were observed, alongside a flashing red status led and failure chirp. The reported fault was attributed to a failure of the positive battery terminal pogo pin. The positive terminal pogo pin was observed to be slightly shorter than the other pogo pins and could only spring back partially into position. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.